Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that right supra-orbital and left occipital leads were eroding through the skin. The physician noted that the patient's skin is very thin. To address the issue, the leads were replaced via surgical intervention on (B)(6) 2025. Therapy was restored post op.